Manufacturer narrative:
This event occurred in (B)(6). The customer replaced the na electrode twice, changed the ise reagents, verified no salt deposits were within the ise compartment, and primed the ise system several times. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for three patients tested on a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The samples were repeated for confirmation. Patient 1's initial na result was 151 mmol/l, and a repeat result of 141 mmol/l. Patient 2's initial na result was 163 mmol/l, and a repeat result of 140 mmol/l. Patient 3's initial na result was greater than 180 mmol/l, and a repeat result was 139 mmol/l. Na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
A field service engineer was dispatched to the site and found that a leaking rinse tube at the rinse station. The engineer has replaced the tubes and confirmed the instrument is running within specifications. The investigation determined that the issue found by the field service engineer was the root cause of the event.